Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 20 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, mechanical loosening of internal left knee joint, periprosthetic osteolysis, severe stiffness, severe pain, injuries to the nerves, muscles, and soft tissues of his body and a shock to his entire nervous system. No further issues or complications were reported.